Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the tip of an ar-9621-30t 30 mm tap bork off during the mgs central tapping. All the broken fragments were removed. The case was completed using a 35 mm tap and screw. This was discovered during an rsa procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.